Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter address 1. Upon investigation of the actual device used in this incident, it was determined that the user was unable to authenticate to the enterprise server. The technical support specialist (tss) dialed into the station and reviewed the user login logs. The tss deserialized the user profile in the ids authentication successfully. The tss had multiple follow up but there was no response from the customer end updated for closure of case. The system functioned as intended after the technical support specialist checked the device.

Event description:
It was reported when using the bd pyxis¿ es server, user unable to log into bd pyxis enterprise server - receiving "unable to authenticate" message. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available.a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ es server, user unable to log into bd pyxis enterprise server - receiving "unable to authenticate" message. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.